Event description:
The customer reported the system's image flickered during usage. Also, a low ma error was displayed along with complaints of the system fluoroing on its own. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and the video controller pcb was replaced. The system was then found to be working as intended.